Event description:
Pca pump malfunctioned, dilaudid medication (10mg/20ml) in pump and settings confirmed by nurse. Checked 2 hrs later, entire vial had infused, charge nurse notified who notified dr. Orders received, pt was alert and oriented, denied pain. Dilaudid held for 1 hr and checked vital signs and loc frequently. When pca pump found - settings had changed concentration from 0.5mg/ml to 0.2 mg/ml. No adverse outcome to pt.